Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, measuring greater than 2000 ohms. A follow up is being schedule as physician suspected an initial lead fracture. Additional information was received which indicated that isometrics and pocket manipulation was performed, and an out-of-range measurement was observed once. Subsequently, a revision procedure was performed. The physician did not see any signs of lead damage. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.